Event description:
It was reported that bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) 3 separate sleeves were found to have one plate contaminated in each and have had a previous problem with lot no. 2196602. The following information was provided by the initial reporter: three plates in unopened sleeves were found to be contaminated (three separate sleeves, one contaminated plate in each sleeve). Customer states having a previous problem with lot no. 2196602.

Manufacturer narrative:
H.6 investigation summary: this memo is to summarize findings regarding the complaint related to catalog number 221261, plate trypticase soy agar 5% sb 100 ea, batch numbers 2258131 and 2196602 and bd complaint number (B)(4) for contamination. During manufacturing of material 221261, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history records for batch 2258131 and batch 2196602 was satisfactory per internal procedures. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and other complaints have been taken on batch 2196602 for contamination. The only two complaints on batch 2258131 are also from atcc. Retention samples from batches 2196602 and 2258131 are not available for inspection. No return samples or photos were received for investigation of this complaint. However, bd has identified a contamination trend for this product and the investigation found opportunities for bioburden reduction in the manufacturing process. Additional trainings are planned with an ongoing training review for cleaning processes. This complaint can be confirmed. Bd will continue to trend complaints for contamination.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot#: 2258131. Medical device expiration date: 09-jan-2023. Device manufacture date: 15-sep-2022. Medical device lot#: 2196602. Medical device expiration date: 11-nov-2022. Device manufacture date: 15-jul-2022.

Event description:
It was reported that bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) 3 separate sleeves were found to have one plate contaminated in each and have had a previous problem with lot no. 2196602. The following information was provided by the initial reporter: three plates in unopened sleeves were found to be contaminated (three separate sleeves, one contaminated plate in each sleeve). Customer states having a previous problem with lot no. 2196602.